Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer reported that the sherlock 3cg diamond is unreliable and has caused the end user to place piccs too deep. Multiple instances were noted in a log book by the staff of when the PICC was inserted too deep; reportedly sometimes as much as 6 cm too deep. End user stated they rely on the "green diamond" and "green EKG" to confirm placement.